Manufacturer narrative:
(B)(4).

Event description:
Procedure: endoscopic exploration of biliary (cbd). According to the reporter: the plastic anchor tabs broke and bits of the plastic could not be found after removal of port. The scrub nurse identify port defect during swap count. The main surgeon felt tension during removal of port. Medical intervention was required.